Event description:
It was reported that during the use of samaritan pad (automated external defibrillator) and pad-pak (battery and electrode pack), the electrode gel was peeled off the electrode by the user. It was reported that the unit switched off also. The device was being used by a police officer in another country. The patient was reported to have died.

Manufacturer narrative:
Materials returned to manufacturer for investigation on aug 07, 2006.